Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01912 addresses the other device. It was reported to boston scientific corporation that two jagwire guidewires were used on (B)(6), 2012 during a biliary stone management procedure. According to the complainant, during the procedure when the guidewire was inserted into the common bile duct, approximately 5 millimeters of the hydrophilic tip detached and fell into the patient. The detached fragment was retrieved using an extractor balloon. When the nurse opened a second jagwire guidewire to complete the procedure, it was discovered that approximately 5 to 6 millimeters of the hydrophilic tip had detached within the package. The procedure was completed with a cook guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found the pebax section damaged, exposing the core wire approximately 5 millimeters. There was no evidence of a core wire fracture and the ptfe jacket was intact. The reported event of guidewire tip detached was confirmed through analysis of the returned device. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01912 addresses the other device. It was reported to boston scientific corporation that two jagwire guidewires were used on (B)(6) 2012 during a biliary stone management procedure. According to the complainant, during the procedure, when the guidewire was inserted into the common bile duct, approximately 5 millimeters of the hydrophilic tip detached and fell into the patient. The detached fragment was retrieved using an extractor balloon. When the nurse opened a second jagwire guidewire to complete the procedure, it was discovered that approximately 5 to 6 millimeters of the hydrophilic tip had detached within the package. The procedure was completed with a cook guidewire. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
(B)(4): guidewire tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.